Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 4 minutes and 30,984 joules of fiber use. A second fiber was utilized to complete the procedure without patient complications.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported fiber tip break was not confirmed, as the fiber tip was present and there were no breaks along the fiber length. Although analysis also found devitrification at the fiber tip, please note that devitrification is a normal degradation of the fiber that occurs through normal use. It is the result of heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the fiber was returned and upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination observed no breakage in the glass tip. The fiber was tested with helium-neon (hene) laser fixture, and there are no signs of breakage along length of fiber. The glass cap exhibited mild devitrification at output window. The metal cap exhibited mild charred debris adhesion on the surface, indicative of tissue contact. The connector cone, segments, and tabs appear in good condition and are secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The fiber connector passed the connector segment verification test. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the investigation, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber tip broke after 4 minutes and 30,984 joules of fiber use. A second fiber was utilized to complete the procedure without patient complications. The patent had a stable outcome. The fiber was returned and analysis did not identify a fiber break.